Event description:
During coil embolization within the 10mm superior hypophyseal aneurysm, difficulty was encountered while advancing the coil through the microcatheter (mc). Also difficulty experienced advancing the wire, agility 14 into the microcatheter. The mc and coil were removed as one unit from the patient's vessel. Reportedly, continuous flush was maintained within the mc. A new microcatheter was used and completed the procedure successfully. There was no adverse effect to the patient.